Manufacturer narrative:
Echocardiographic images were returned to gore for evaluation. The images revealed an echogenic mass occupying the center portion of the left atrial disc of the gore® cardioform septal occluder. The mass is located near the left atrial eyelet and is somewhat dense and mobile, but remains attached and stable. Imaging post medical treatment was not provided.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use list thrombosis or thromboembolic events resulting in clinical sequelae as potential device or procedure related adverse events.

Event description:
It was reported the physician selected a 25mm gore® cardioform septal occluder to treat a patent foramen ovale. Following device locking and release, a strange formation on the tip of the left atrial eyelet was noted on echocardiography. The patient was treated with novel oral anticoagulants (noac) and antiplatelet therapy. Subsequent transesophageal echocardiography showed a reduction the thrombus 25 hours post-procedure. The patient is continuing with noac and clopidogrel.